Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the unexposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path as a result of the tear in the unexposed portion of the soft cannula. An accurate leak test could not be performed due to the damage to the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 46 and was deactivated at pulse 2589. No timeouts, drive stalls, or hazard alarms were generated during device run. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation. The timing and cause of the event that resulted in the soft cannula damage could not be determined.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.